Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturer for evaluation, only the folding carton was received; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model za9003, was dented in a 1mtec30 cartridge. The lens was implanted and then removed. An incision enlargement and a vitrectomy was performed. Another lens (no info) was implanted. No additional information was provided.